Manufacturer narrative:
One infusion pump was returned for evaluation. A DHR review was performed subsequent to the manufacturing of the device and prior to its release; no problems were identified during this DHR review. Device underwent functional testing; unable to confirm the reported customer complaint. Delivery accuracy tests were performed and the pump was found to be delivering properly and within specification.

Manufacturer narrative:
Occupation: product complaint analyst.

Event description:
Information was received indicating that a smiths medical cadd duodopa pump does not work. The patient thinks that the medication is not correctly delivered. There was no reported adverse event.